Event description:
It was reported the patient had his spectra penile prosthesis removed due to infection. The patient had an inflatable penile prosthesis implanted on (B)(6) 2016. No further patient complications were reported in relation to this event.